Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 257 mg/dl, 370 mg/dl, and 170 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external controller malfunction.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.